Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR 3003442380-2024-02512. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 5406902 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to version 30 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 7 test reference samples, 10 samples out 9 samples passed the test. A batch record review was conducted resulting in the following: - the lot 5406902 manufactured according to the document version 42 on the packing process in the line multivac07, on 01/dec/2022, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: based on the revision of the processes involved, this failure mode was attributed to the following probable. Causes: materials: nonconforming raw materials, components, and supplies used for production are considered in this "m". According to investigation flash detected in the center hole of cannula housing was found in cavity 1 and cavity 2, this condition provoke leak failures under water. In center hole of cannula housing hei-400-4 is were the catheter is assembled. Corrective and preventive actions identified will be taken through CAPA plan1692811.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The batch 5406902 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to version 30 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 7 test reference samples, 10 samples out 9 samples passed the test. A batch record review was conducted resulting in the following: the lot 5406902 manufactured according to the document version 42 on the packing process in the line multivac07, on 01/dec/2022, with a total of (B)(6) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: based on the revision of the processes involved, this failure mode was attributed to the following probable. Causes: materials: nonconforming raw materials, components, and supplies used for production are considered in this "m". According to investigation flash detected in the center hole of cannula housing was found in cavity 1 and cavity 2, this condition provoke leak failures under water. In center hole of cannula housing hei-400-4 is where the catheter is assembled. Corrective and preventive actions identified will be taken through CAPA plan1692811.

Event description:
Unomedical reference number (B)(4). Event occurred in the brazil. It was reported by the mother of the patient that flexlink cannulas are leaking insulin. This issue has been happening for months, but she was unable to specify a date or the approximate number of cannulas that leaked. She says that at 13/feb she faced the leakage 04 times, with 03 different samples from lot number 5406902 and once with a sample from lot number 5364373. She uses the cannulas in her abdomen and flanks and confirms not having lipodystrophy. She changes the cannulas every 03 days. She says that due to the leakage, sometimes she faced high bg around 400 to 500 mg/dl. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 5406902. 1. Visual inspection as per (B)(4) packaging criteria flex set/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent. 2. 4802011 flow test on customer complaints (pruebas de flujo en quejas del cliente.doc version 10). 10 reference samples were tested and no defects were found. 3. 4802304 leak test under water flexset (prueba de fuga bajo agua.doc) version 7. 1 out of 10 samples was leaking at catheter. The rest of the samples meet the criteria of minimum 80ml/minute.